Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was loose the following information was received by the initial reporter with the following. Over the last week I have had multiple instances of bd extensions sets (ref #mz5304) leaking and the ports are loose or even falling off. This is obviously causing concern with staff, as patients are losing blood when the ports are loose. We are also using multiple sets of extension per patient when they are leaking. Please let me know what the best course of action is with this, or if this is just an isolated incident with a particular lot number. I have attached a picture of one of the sets we pulled, in the second picture you can see that one of the ports has actually fallen off the end of the tubing before it was even used.

Manufacturer narrative:
It was reported that the ports are loose and fall off. One photo was taken by the customer that confirms the failure. No sample was returned for investigation. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause could be related to incomplete screwing of components by the assembler. Failure mode was addressed on july 22nd, 2024 to update the standard work instruction to assure the correct balancing of operations and proper assembly. A device history record review for model mz5304 lot number 24069219 was performed. The search showed that a total of 38403 units in 1 lot number was built on 10jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.